Event description:
It was reported that post op a craniotomy procedure, the patient developed inflammation around the incision site and the site was raised with redness. The patient reportedly had an infection. The post op treatment is unknown. The current status of the patient is unknown. The device was discarded. Additional information has been requested, no response has been received to date, a supplemental report will be sent upon receipt of additional information.

Manufacturer narrative:
(B)(4). The device was not returned.

Event description:
Spoke with the surgeon's nurse and she indicated that the problem has been found and it was determined that the patient was not reacting to the staples from the skin stapler and in fact it was determined that the redness at the staple line was not an allergic reaction.

Manufacturer narrative:
(B)(4). Upon review of the additional information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event or complaint.